Event description:
Pt had arthroplasty in 2002 and returned 5 months later to have broken pin replaced. Peri-operative diagnosis was recurrent hammer toe. The pt had chronic pain and developed what was believed to be a seroma, which developed quickly after pt's surgery.